Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was confirmed with a functional evaluation. A test case was performed. The burr could be loaded as intended. To clicks were heard. The burr was locked. After it was locked the burr was pulled and remained in placed. The test case was completed without any failures occurring. The burr remained inside the carriage and did not fall out. A kpc test was performed. Again the burr could be locked and remained in placed. The drill was pointed downwards during the entire case. The burr did not fall out. The drill was opened for further investigation. The exposure motor was tested and passed. The motors were removed and the drill was inspected further. When removing the threaded collet it was noticed that the was resistance and that the tooling did not do in properly. A different burr was used which only went in halfway although two clicks were heard. The threaded collet was replaced. This time the burrs went in with ease. The drill was reassembled and a kpc test was performed. The burr could be installed and remained seated. All teste passed. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a worn out threaded collet. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tka cori assisted surgery, the bur was correctly inserted; however, during the distal bur stage, the bur went outside the drill. The team reconnected the bur, but the same issue occurred again during the twin peg stage, when the bur disconnected once more. The procedure was resumed, after a non-significant delay, with the same device. No injury was reported as a consequence of this issue.